Event description:
A catheter from this multi-pak was being utilized for a diagnostic cardiology procedure when it leaked at the shaft/strain relief junction. The catheter was replaced and the procedure was completed without further incident. There was no reported injury to the patient.